Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 466 mg/dl. The customer changed the infusion site and delivered a correction bolus to address bg levels. Reportedly, the contact believes that the customer's basal is not being delivered for the 9 p.m. Time segment as "basal rate change" was not being displayed in the basal history during that time. Review of the customer's personal profile with tandem technical support showed that there was no basal rate change at 9 p.m. Which was why it was not being displayed in the history. Contact acknowledged the information provided and declined high bg troubleshooting with tandem technical support. Several hours later, during a follow-up call, the customer's bg level had dropped to 380 mg/dl, and further follow-up was declined, as the contact reported that the customer's bg level would continue to be checked upon.